Event description:
The customer reported that during deployment of a vasoseal es, the dilator was advanced and the white indicator line was visible. The sheath was then advanced approximately 1 cm past the blue indicator line. The physician was advised to pull the sheath back. No black indicator line was visible above the skin line. Two collagen plugs were deployed. The pt's pulses were checked and skin discoloration was noted. The physician re-punctured on the left side and performed an angiogram to assess the blood flow to the groin. A diminished blood flow was noted in the right leg at the insertion site. The pt was sent for surgery to restore flow in the right leg. No further complications were reported.